Manufacturer narrative:
Corrected approximate months from 24 months to 30 months.

Event description:
Approximately 30 months post index procedure, the patient expired due to pancreatic cancer on (B)(6) 2018.

Manufacturer narrative:
The patient's cause of death was unrelated to the study device or procedure. This is being reported as a follow-up to the clinical study. UDI and PMA numbers are not applicable. This device was used in clinical application prior to being available in the u.s. (B)(6). During the index procedure, the product worked as intended, thus no product evaluation was required. Per the IFU, death is listed as a potential complications/ adverse events.

Event description:
It was reported through a clinical study that during the index procedure on (B)(6) 2015, two stellarex catheters were used to treat the target lesion of the left mid sfa. Approximately 24 months post index procedure, the patient expired due to pancreatic cancer on (B)(6) 2018. The physician indicated this is not related to the study device or procedure.